Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. The customer refused the repair and the device was sent back to customer without repairs being performed.

Event description:
The customer reported to physio-control that their device would not charge defibrillation energy, which may prevent the device from providing therapy if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Physio-control received additional information and determined the cause of the reported issue was the biphasic pcb.

Event description:
The customer reported to physio-control that their device would not charge defibrillation energy, which may prevent the device from providing therapy if it were needed. There was no report of patient use associated with the reported event.